Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was was used. The exact root cause of the event could not be determined. The root cause could lead to a failure of the vu esm board, a failure of the vu motherboard or could direct to vu motherboard voltages out of range or a dpram communication error (dpram on vu motherboard defective) with reference to the mentioned boot up problems in the rga system. The customer replaced the vu motherboard and vu esm board (it is not clear if they replaced the vu motherboard with the indicated rev. 09) and was informed to perform troubleshooting and to measure the voltages at the test points on the motherboard. Communication with the customer was however very difficult during handling of this complaint. The complaint was closed more than a year after the reported event as there was no response to repeated requests for information from the customer. We can be confident that the problem has been resolved with our proposed solutions as no new complaints have been reported since. There was no patient or user harm reported.

Event description:
Just after the hospital staff turned on the g5, (B)(4) was generated and the alarm sounded. That continued until the g5 was turned off. When the power of g5 was turned on again, (B)(4) did not occur and ventilation operation was normal. What is the cause of this? Can I continue to use g5?